Event description:
While the urologist was using the guidewire, he noted that it became "uncoiled" on one end. The entire guidewire was recovered at that time. There was no known patient harm.what was the original intended procedure?diagnostic retrograde urogram.